Manufacturer narrative:
D6a. If implanted, give date: the implant date was known only as "2016". Therefore, (B)(6) 2016 was used to calculate the minimum implant duration. H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned to edwards for evaluation as it remains implanted. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including an implant duration over 8 years. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from austria, a patient with a valve model 7300tfx25 implanted in mitral position underwent a valve-in-valve intervention after an approximate implant duration of eight (8) years and seven (7) months due to stenosis. The patient presented with dyspnea prior to the intervention. A transcatheter valve was implanted within the edwards surgical valve. The patient was noted to be in stable condition after the procedure.